Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm during the prime on the homechoice machine(hc). The home patient (hp) stated he already restarted with new bags but did not change the cassette. The technical service representative (tsr) advised the hp to restart with new supplies. The home patient(hp) was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated he is currently performing therapy without any further complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.